Event description:
Procedure: pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced vaginal pain, dyspareunia, first to second degree cystocele, second device rectocele, bladder pain, rectal bleeding, chronic pelvic pain, difficulty with bowel movements, vaginal wall prolapse, loss of consortium, extrusion, infection, bleeding, vaginal scarring, an interstim procedure, anterior vaginal wall mesh removal, cystourethroscopy, partial vaginectomy, and anterior colporrhaphy. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Per additional information received, the patient has experienced decreased libido, generalized abdominal bloating, pain below the umbilicus, dyspareunia, pain with orgasm, intermittent constipation, recurrence of urinary urgency, frequency and urge incontinence, stress incontinence. Levator myalgia, pelvic floor dysfunction, migraine headaches, placement of interstim neuromodulator, detrusor dyssynergia, interstitial cystitis, need for pelvic floor physical therapy, fecal incontinence, chronic pelvic pain, mesh erosion with removal of mesh, labial/perineal numbness, bladder pain syndrome, pelvic floor muscle spasms, pudendal neuralgia abdominal wall, left iliopsoas, adductor spasms, and urinary retention. Per additional information received, the patient has experienced additional non-surgical and surgical interventions.